Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported during a gastric bypass procedure that the instrument would cut but stapled partly. First staple line released, then the instrument blocked. Did not staple or cut. Another like reload was placed and used with the same instrument, with no issue. There was no adverse patient consequence.